Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding the delivery of gablofen baclofen (2000mcg/ml, 550mcg/day) in an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient was scheduled for a pump replacement for a normal battery end-of-life. The patient had experienced withdrawal symptoms for "sometime." The patient notified their managing healthcare provider (hcp) of itching and a change in therapy on (B)(6) 2015. An x-ray and spiral CT scan were ordered. On (B)(6) 2015, the hcp was unable to aspirate the catheter via the catheter access port (cap). During the pump replacement procedure, a catheter fracture was observed. The catheter was replaced with the pump. It was unknown when the catheter fracture occurred or the cause. Additional information was requested from the managing hcp regarding the cause of the fracture, but the hcp had not received the operative note from the surgeon.